Event description:
On (B)(6) 2010, I had inguinal hernia repair surgery to fix an inguinal hernia on the right side. Surgery was performed at (B)(6) med ctr, (B)(6). Surgeon said he used "a plug & a patch method" to make repairs. I was off work through (B)(6) 2010 and had zero pain beyond the 2nd week of recovery. I returned to work on (B)(6) 2010. I had no pains at work until I changed out a worn tire on an (B)(6). Installing the new wheel (120 lbs). I lifted it up 2" to slide it onto an aircraft axle. When I lifted the wheel, I had a terrible searing pain and ripping sensation in the hernia-repair area. I've done the same task 100's of times before, never had pain or any strain doing it. After that, I was unable to work. Any pressure on the surgery-area, standing, walking, wearing a seat belt, caused sharp pains. On (B)(6) 2010, I went back to the surgeon. His office partner said there was no new hernia. He probed me with a hypodermic and found a hematoma. He injected me with some steroid, lidocaine, two injections he did not explain, and then sent me home. I went back to the surgeon on (B)(6) 2010 and (B)(6) 2011. During the same time, I had two trips to the ER for severe pain. Finally the surgeon ordered a CT scan on (B)(6) 2011. I see the surgeon next on (B)(6) 2010. I have been on pain killers for weeks now. Pain killers ease pain but do not fix the problem. I am unable to work, cannot pay my bills and things are getting very bad here. My next appointment with the surgeon is on (B)(6) 2011. MFR name, city and state: could be (B)(6), perhaps (B)(6)? I have no idea. Surgery (B)(6) 2010 exam and ER visits (B)(6) 2010 through (B)(6) 2011. CT scan (B)(6) 2011. Care, such as it is, is ongoing. Next appt with surgeon is (B)(6) 2011.